Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test properly. No missing segments or partial display noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a missing segments display screen. Customer stated the battery was changed but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.